Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported "a thin periprosthetic fluid flap" and capsular contracture baker grade ii/iii diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported, right side "thin periprosthetic fluid flap". And capsular contracture, baker grade ii/iii. Diagnosed by ultrasound. The device has been explanted, replaced, and discarded.